Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported delayed keypad response, caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.